Event description:
A healthcare professional called customer service on (B)(4) 2010 and reported that some time in (B)(4) they received a reading of 228 mg/dl from the facility's laboratory compared to a reading of <20 mg/dl on their adc precision xceed pro meter. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values is considered to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product was returned and investigated. The complaint was not confirmed. This is a final report.

Manufacturer narrative:
This is an initial report. The device has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. It should be noted: the healthcare facility was unable to state whether the correct collection tubes were used when the sample was drawn, whether the comparison was completed within 10 minutes of each other or whether the laboratory sample was used within 30 minutes of being obtained. Additionally - the date of manufacture of this device is unknown. The date listed in section h-4 is the date when abbott diabetes care became aware of the issue.